Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. The carrier hoop, introducer sheath, coil and pusher wire were returned for this complaint. Visual inspection of the introducer sheath revealed no defect. The twist lock had been opened. The interlocking arm of the pusher wire and coil were interlocked within the introducer sheath. The pusher wire was inspected and found to be severely kinked 77cm from the proximal tip. The coil was inspected and found to be stretched along the full body of the coil. Microscopic inspection of the interlocking arm of the pusher wire revealed no defect. The coil was inspected and no damage was noted with the zap tip. The interlocking arm of the coil was inspected and no damage was noted. The dimensions that could be measured were found to be in specification. However, missing fiber bundles were also noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26jul2016. It was reported that deployment issues occurred. A 5mm x 15cm interlock¿ coil was selected for use. During procedure, it was noticed that the coil could not be deployed out of the catheter. The procedure was completed with another of the same 5mm x 15cm interlock¿. No patient complications were reported and the patient's status is stable. However, device analysis revealed missing fibre bundles.